Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes customer noticed a black dot in the inner wall of collection tube. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: the black dot originally present in the inner wall of collection tube. The black dot was noticed in the inner wall of collection tube before use.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode.